Event description:
It was reported that ongoing air bubbles were observed within the cartridge. Customer changed out the cartridge or would refill the cartridge to address the issue. Customer¿s blood glucose level ranged from 450-500 mg/dl.